Event description:
It was reported that there was a malfunction resulting in loss of suction. There was no patient involvement.

Manufacturer narrative:
No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).